Event description:
It was reported that during a ptca procedure, the balloon of the nc monorail ptca catheter ruptured at 6 atms. The number of inflations and to what atms is unk. The lesion being treated is unk. The pt was not injured and the damaged balloon was removed without further complication. Pt status is reported as 'ok'.

Manufacturer narrative:
Device has not been returned for analysis, as of the date of this report.